Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital, the patient received inappropriate therapies due to a left ventricular assist device causing oversensing on the ventricular channel. High voltage therapy was then disabled. A programming change made and oversensing was not observed. High voltage therapy was re-enabled. The patient condition was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received states there were periods of capture threshold not intermittently noted on telemetry. No changes to the device were discussed or completed. The patient will continue to be monitored.